Event description:
Caller reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level as a result of the battery depletion issue, and the pump did not shut down. Technical support advised the caller to fully charge the battery and replaced the charger, but the caller declined further follow-up to confirm resolution of the issue.